Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra meter would not power on. This medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the subject meter had stopped working approximately on (B)(6) 2011 at an unknown time. The patient stated that he manages his diabetes with metformin 500mg, 3 times per day, and glyburide 5mg, once per day. It is not known what action(s) the patient took in regards to his diabetes management routine in response to the subject meter allegedly not powering on, during that day. The patient stated on (B)(6) 2011 at approximately 2:30 am he was feeling "low on energy and had cold sweats." He again attempted to test on the subject meter and was unable to. He reported that he treated himself with orange juice and ate oranges at 3:00 am and felt better within 30 minutes. He did not recall taking any other action or treatment at the time. During troubleshooting, the customer care advocate (cca) noted that per the onetouch ultra owner's manual specifications, the subject meter's battery needed to be replaced but, the patient did not have another battery at the time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.